Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic bypass, there was bleeding in the entero-entero anastomosis. The procedure was completed normally. There was no patient injury.